Manufacturer narrative:
Image review: computed tomography (CT) imaging provided through envision medical imaging link, dated (B)(6) 2022. No pericardial effusion was visible. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 continuation of d10: product ID lunderquist; product lot/serial number ; product type: guidewire product ID safari xs; product lot/serial number ; product type: guidewire medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the valve and delivery catheter system (dcs) were not contributing causes to the patient death. A non-medtronic guidewire (lunderquist) was used during the procedure and was swapped to a different non-medtronic guidewire (safari xs). It was reported that the guidewire position was monitored with image intensifiers throughout the procedure. Of note, the patient's ventricular hypertrophy contributed to the event.

Manufacturer narrative:
Continuation of d10:  product ID envpro-16 (lot: 0012056327); product type: 0195-heart valves product ID l-envpro-16 (lot: 0011881099); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, pericardial effusion occurred at some stage during the transcatheter aortic valve replacement (tavr) procedure. The valve was attempted to be deployed once, however at this stage it became apparent that there was no cardiac output. The valve was recaptured and a pericardial effusion was found using transthoracic echocardiogram (tte). Per the physician, the effusion was most likely caused by the guidewire in the left ventricle. Pericardiocentesis was attempted, however it was not possible to drain the pericardium. The procedure was then changed to emergency attempted open heart surgery. However, the damage was too severe to be fixed. The patient passed away.